Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted after 2 years 11 months (35 months) due to unknown reasons and was replace by a carpentier-edwards 3000-21mm valve.

Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient developed and was hospitalized for peritonitis. Per the nurse, the cause of the peritonitis was a "bowel leak". A peritoneal effluent culture was performed which revealed multiple organisms. It was unreported if treatment was provided. On an unreported date, pd therapy was withdrawn. On (B)(6) 2010, the patient was discharged from the hospital and was recovering from the peritonitis. Concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The root cause of the peritonitis was undetermined. A batch review was performed for the potentially related lot numbers (gd876490, gd876482, gd875559), with no defects noted.